Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll bns came with a mix of product types. This occurred on 2 occasions. The following information was provided by the initial reporter: mix up was detected.

Manufacturer narrative:
H6: investigation summary production records and machine logs were reviewed as part of this investigation and a machine technician interviewed. No line clearance issues were documented in the device history records. Additionally, the previous product ran on the line was the same as the complaint batch. It is also not possible for a 5ml product to process through the machinery that produced this 3ml batch without being removed, damaged, or having the process heavily disrupted. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that syringe 3ml ll bns came with a mix of product types. This occurred on 2 occasions. The following information was provided by the initial reporter: mix up was detected.